Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine, unknown concentration at unknown dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that patient's pump had been shut off for 3 months because the healthcare professional (hcp) was going to take the pump out but the patient had since lost his pain management hcp. Patient was having trouble finding a new hcp to help manage care of the pump and/or get the pump taken out, and his reason for calling was to get hcp listings. Patient had been wearing fentanyl patches (100mg) and been taking percocet in the interim, but would run out tomorrow. The patient expressed concerns about being in withdrawal (please note, the pt did not allege he was previously in withdrawal). No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No reported symptoms were reported. No further complications were reported.